Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Failure analysis was unable to perform operating currents due to blank display. The insulin pump had battery cap stripped battery cap coin slo, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were unable to remove the battery cap from the insulin pump. Customer also reported the battery cap was stripped and the battery was dead. Customer's blood glucose was unknown. Troubleshooting was also unable to remove the customer's battery cap. Customer was advised the insulin pump will be replaced. The customer agreed to return the insulin pump for analysis.